Event description:
A pt had just undergone open heart surgery and was septic. Blood transfusions were administered both during and post-surgery. Twice during the course of crrt, the pt's filter was replaced without returning the blood from the circuit, resulting in a total blood loss of 304ml. Although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.